Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to activ.a.c.¿ therapy. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. -xamine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient's husband: the patient's husband reported the physician discontinued activ.a.c.¿ ion progress¿ remote therapy monitoring because the activ.a.c.¿ therapy system allegedly made the patient's wound worse. On (B)(6) 2019, the following information was reported to kci by the wound care nurse: the patient has never been placed on v.a,c.® therapy as the patient refused v.a.c.® therapy placement. No additional information is available. Per review of kci records, activ.a.c.¿ ion progress¿ remote therapy monitoring was placed on (B)(6) 2018 and was discontinued on (B)(6) 2019. On 15-dec-2018, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 06-feb-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.